Event description:
Ten months after a 3.5 x 23mm cypher was implanted in a pt's proximal left circumflex artery, a follow up coronary angiogram was conducted and revealed a stent fracture located at the proximal end of the stent. A restenosis lesion was also observed in addition to the fracture. The restenosis was 78%. Since the pt was asymptomatic at the time and the lesion being in close proximity to the left main trunk, no treatment was given at that time. However, as soon as the pt was discharged from the hospital, the pt complained of chest pain and so returned to the hospital promptly. The restenosis was then treated with a cutting 3.5 x 10mm cutting balloon at 10am. The percentage of residual stenosis was 12%. Five days later, the pt was discharged from the hospital.

Manufacturer narrative:
Ten months prior, at the index procedure, the pt was enrolled in a clinical post market study. An elective coronary angiogram was conducted which revealed a stenotic lesion of 89% at the proximal left circumflex artery. The vessel was de novo, eccentric, tubular, ostial, bifurcated, highly calcified and moderately tortuous. The diameter of the vessel was 3.27mm and the lesion length was 17.23mm. Aha/acc classification of the vessel was a type c. Femoral approach was chosen for the procedure and pre-dilation was conducted with a 3.0 x 20mm balloon at 18atm. Inflation time was unk. Then a 3.5 x 23mm cypher was implanted at 20atm for 15 seconds at the target lesion. Post-dilation was conducted with a 3.0 x 20mm balloon at 14 atm. The inflation time was unk. Timi flow before and after the procedure was 3. The residual percent of stenosis was 16.3%. Ivus was also conducted. Fourteen months after the index procedure the pt complained of chest pain. Nine days later, a follow-up coronary angiogram was conducted and a restenosis was observed at the distal end of the implanted cypher at the proximal left circumflex artery of approx 93%. To treat the restenosis a 3.5 x 18mm cypher stent was implanted. Details unk. The residual percent of stenosis was 0%. Physician's comment: the probable cause of this restenosis was due to the stent fracture. This event could have happened with any bare metal stent because the lesion was an ostial lesion and the angle of the bifurcation was wide. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.